Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. To date, the customer has not responded and the suspect electrodes have not been returned to zoll for evaluation. The customer did not provide the lot number, so we were not able to perform an evaluation on a retained sample. This claim has been closed as no sample returned.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) a spark was observed coming from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch number 1218058-2015-00071 for a similar report from the same customer.